Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge and loaded cold insulin into the cartridge with multiple cartridges. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.